Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction wad identified during the device evaluation: foreign objects came out of the distal end. Based on the results of the investigation, the customer¿s allegation was not reproduced, therefore a root cause could not be identified. However, due to clogging of the nozzle, foreign objects came out of the distal end. The identity of the foreign material could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope did not display the image during inspection for use. There were no reports of patient involvement.